Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspected main printed circuit board assembly (pcba) is available for analysis and a return good authorization has been issued. At this time, carefusion has not received the suspected main pcba for evaluation.

Event description:
The customer reported while using the vela ventilator, the unit displays transducer fault and motor fault alarms. The customer determined the most likely cause of the reported event is the main printed circuit board assembly. At this time, it is unknown whether or not there is any patient involvement associated with the event.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported while using the vela ventilator; the unit displays motor fault and transducer fault alarms. The customer performed further troubleshooting and determined the most likely cause of the reported event is the power supply assembly. The issue occurred during patient use; the customer reported the staff swapped ventilators and carried on with ventilation. The customer reported there is no patient consequence associated with the event.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An evaluation of the component could be confirmed and duplicated. The combination of transducer faults at power-up with the successful calibration of all transducers indicates that the auto-zero solenoids can be slow to respond. This issue will be internally investigated within vyaire.

Manufacturer narrative:
162748. The follow-up report 2021710-2017-06106-001 was submitted in error as the information provided should have been submitted under report 2021710-2017-06095. At this time, there is no additional information and carefusion has not received the suspected main pcba for evaluation for this reported issue.